Event description:
The patient's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced: previously implanted avaulta mesh with 1 cm exposure that was used in an anterior repair, and stress urinary incontinence, with a history of uretex mesh placement. It is important to note that the records pertaining to this implant surgery are not found. Only a partial, page one operative report from (B)(6) 2013, has been provided from an unidentified surgeon who performed the surgery that included a transvaginal removal of the avaulta mesh, anterior repair, irrigation and washout, pubovaginal sling using an autologous rectus fascia, partial vaginectomy, and cystoscopy with placement of a suprapubic cystotomy tube. The indication for the partial vaginectomy was an exposed area of mesh along the anterior vaginal wall. This area was chronically indurated and infected and was imbedded within a portion of the vaginal wall requiring excision of a 6 x 2 cm portion of the anterior vaginal wall. Mesh was also densely adherent to the pelvic sidewall, the bladder pillars, and the sacrospinous ligament. There was a complication of bleeding.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has mesh erosion and required three explant/revision surgeries.